Manufacturer narrative:
G5: please note that this device was used in an off-label manner as it was implanted for obsessive compulsive disorder (ocd). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins had been turning itself off since (B)(6) of 2019. She used the patient programmer to turn the therapy back on. The ins was off for 3 weeks and she went to the physician when she found out it was off. The patient spoke with a manufacturing representative (rep) who told her to get a recharger replacement. The ins was 75% charged and therapy was on while on the call. The recharger was 100% charged. There was a doctor face on the recharger screen. It was advised that the patient take a picture of the screen and to call back. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from the consumer reporting that the ins has turned off on its own once in december, february, and then may. The second time it happened, they called their manufacturer representative (rep) and the rep told them to check their ins daily. It was reviewed why the ins could turn off and they stated the ins was almost fully charged 2 times the ins turned off on its own. They were redirected to the hcp to check the ins. Additional information was received that the patient was still seeing the "the doctors face". Code 376 also came up again. The patient had the new antenna but did not replace it yet. It was advised to replace the antenna to resolve the issues. Additional information received from the consumer reported seeing a call your doctor code but didn¿t know the code that was coming up with the ¿doctor¿s face.¿ since then, the code came up again and it was a 376 code. The consumer was already sent a new recharger antenna but hadn¿t changed it out yet. It was recommended to replace the old antenna with the new one. No patient symptoms or further complications were anticipated. Additional information was received from the consumer reporting the replacement recharger antenna did not resolve the issue of the ins turning off by itself. They do not know and have not done anything differently than their normal daily activities that could have led to the ins turning off by itself. The issue has not been resolved and the only plan they were given is to check if it is on daily. The rep said he was notified on (B)(6) 2020 and told the patient to get a new recharger.